Event description:
(B)(4). I've lost 3/4 of my vision in right eye, developed floaters in left eye, I get a rash on my lower stomach, arm, and ears. Severe migraines, nausea, hip pain, leg pain, lower back and stomach pain. I've already had test ran to see if I may have multiple sclerosis, I'm in the clear, test came back negative for ms. I've had essure since 2008, I'm (B)(6) now. I'm highly allergic to nickel, which states essure coils contain nickel. In 2008 it was to my understanding the device was made from plastic. I'm also having issues with my teeth, chipping, decaying rapidly, metal taste in mouth. Ringing in right eye, sometimes buzzing. Severe cramps even when not on menstrual.